Manufacturer narrative:
The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that attempts to interrogate the device were unsuccessful. Additional information received indicated that there was an "unexplained eol" and a loss of telemetry. The device was explanted and replaced. There were no reported patient complications as a result of this event.